Manufacturer narrative:
This is one of three reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during tricuspid valve in ring procedure via jugular approach with a 29mm sapien 3 valve, plastic of balloon from first 29mm commander delivery system had difficulty with removal following valve implant. The physician pulled negative with 20 cc syringe with balloon collapse and was able to move the first delivery system. After implantation of the first valve there was trivial central leak, mild paravalvular leak and septal outpouching with leak communicating between open cells and rvot requiring a second 29mm sapien 3 valve. The second valve was prepped per standard fashion, no difficulty sliding introducer cap on, and the valve was deployed without issue. We could see displacement of the sheath marker with retracting the second delivery system through the sheath but the sheath could be seen on echo to be in place in the svc. The sheath and delivery system were removed as one unit with expansion of the skin knick. A second sheath was placed for hemostasis. On visual inspection the clear expansion membrane of the first sheath had torn about 4 cm with the balloon of the second delivery system caught on the end. The metal marker was completely separated from the interior of the sheath but was not dislodged within the patient body. The patient did develop a neck hematoma but was stable at the end of the case and did not require surgical cutdown and venous repair. The 16 fr e-sheaths were predilated before use. There were no deformities noted during prep of any of the equipment (delivery system, sheath, valves). The physicians believe the clear membrane may have been damaged with removal of the first delivery system given the resistance and inability to easily remove the delivery system initially and that in retrospect we should have exchanged the first esheath before deployment of the second valve. Per the fcs, the balloon of the commander wasn't visibly damaged. Inflation and deflation were normal and without issue. The bunched plastic in the balloon is stuck in the split in the sheath. The sheath split was the root cause of the withdrawal difficulty. The perceived root cause of the hematoma was the removal of the bunched plastic exposed in the sheath split. Per a photo provided, the second sheath liner was delaminated.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for central regurgitation was confirmed based on provided imagery. A review of the DHR and lot history provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 thv was implanted in a pre-existing surgical ring in the tricuspid position for this case. Therefore, it is an off-label operation. As reported, ''during tricuspid valve in ring procedure via jugular approach with a 29mm sapien 3 valve. After implantation of the first valve there was trivial central leak, mild paravalvular leak and septal outpouching with leak communicating between open cells and rvot requiring a second 29mm sapien 3 valve.'' In this case, the thv was malpositioned, landing too atrial as observed. As there is no specific IFU or training materials related to deployment of s3 thv in the tricuspid position, the off-label procedure may have contributed to the malposition. As a result of the malposition, tricuspid leaflet overhang was observed. Native leaflet overhang can interrupt the movement of the thv leaflets, which can also lead to suboptimal leaflet coaptation, resulting in central regurgitation as observed. As such, available information suggests that procedural factors (off-label operation, malpositioned thv, native leaflet overhang) may have contributed to the central regurgitiation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate use of the valve in an off-label procedure (tricuspid, in an open ring with significant outpouching) caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no new corrective nor preventative action is required.